Manufacturer narrative:
During an investigation of the unit, the device tested positive for bacterial contamination via hpc testing. The customer was notified of the contamination and the recommendation from cardioquip epidmeiology of an internal water pathway replacement via email on (B)(6) 2022. Following the repair, the device was inspected and is fully functional.

Event description:
During an investigation of the unit, the device tested positive for bacterial contamination via hpc testing.